Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was initially reported that the customer had an oxygenator which might have had an issue. New information received: customer used two oxygenators and both seemed to have the same issue. They were getting much lower flows than they expected. They were only able to achieve 1-1.8 liters of flow. The patient was a double lung transplant and this problem occurred during the surgery from sunday into monday. Prior to surgery they were on the rotaflow machine and everything was working fine, they then switch to a centimag machine during surgery and switch out oxygenators. The surgeon noted after the first lung was placed that the flows were diminished to only achieving 1 liter. They checked all cannula positions and placement and found no issues to be caused by them. They then switched out the oxygenator for a second one and noted that there was some clot on the first but believe there might have been another issue with the oxygenator they want us to inspect. However, after the switch out of the oxygenator and second lung transplant being completed they again noticed they could only get a flow of 1.8 liters. Again they checked everything else they believe could've caused a problem and would like to send back this oxygenators. Once both lungs were in and were working fine they discounted ecls support. The both affected beq-hmod70000-USA #squadrox-ID ad.o.fil. Were investigated in the getinge laboratory on 2021-10-29 with the following results: during the investigation of the first oxygenator with lot# 3000160256 the reported failure "low flow" could be confirmed. Clots were rinsed out and no other abnormalities could be detected. Due to this, the most probable root cause could be determined as clotting which could led to the reported failure. During the investigation of the second oxygenator with lot#3000163740 the reported failure "low flow" could not be confirmed. No abnormalities could be detected, which would indicate a defect within the oxygenator. Based on the investigation results the reported failure "low flow" could be confirmed for the oxygenator with lot# 3000160256. With reference to the risk assessment quadrox-I small adult/adult, quadrox-ID adult, (dms # (B)(4), v17) the following events can contribute to clotting in the circuit: - blockage of oxygenator; - debris formation (clogging) at the inlet fiber structure of the oxygenator; - hemodynamic impairment; - hemostasis; - insufficient anticoagulation, occlusion of the extracorporeal circulation; - act too low for specific procedure and patient condition. The production records of both affected beq-hmod70000-USA #squadrox-ID ad.o.fil. Was reviewed on 2021-11-18 and according to the final test results, all beq-hmod70000-USA #squadrox-ID ad.o.fil. Passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instructions for use oxygenator quadrox-ID adult g-605 v04 chapter 4.2 safety instructions for the extracorporeal circulation the administration of coagulant protamine causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. Use anticoagulants; e.g., heparin or argatroban. Check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was initial reported they customer had an oxygenator which might have had an issue. New information received: customer used two oxygenators and both seemed to have the same issue. They were getting much lower flows than they expected. They were only able to achieve 1-1.8 liters of flow. The patient was a double lung transplant and this problem occurred during the surgery from sunday into monday. Prior to surgery they were on the rotaflow machine and everything was working fine, they then switch to a centimag machine during surgery and switch out oxygenators. The surgeon noted after the first lung was placed that the flows were diminished to only achieving 1 liter. They checked all cannula positions and placement and found no issues to be caused by them. They then switched out the oxygenator for a second one and noted that there was some clot on the first but believe there might have been another issue with the oxygenator they want us to inspect. However, after the switch out of the oxygenator and second lung transplant being completed they again noticed they could only get a flow of 1.8 liters. Again they checked everything else they believe could've caused a problem and would like to send back this oxygenators. Once both lungs were in and were working fine they discounted ecls support. Complaint ID: (B)(4).